Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report a hospitalization for high blood glucose. Blood glucose reading was 1000 mg/dl. The customer stated that the last thing he recalls was throwing up. Customer was wearing the insulin pump at the time of the hospitalization. Customer was released from the hospital and experienced another high while wearing the insulin pump. The customer was able to treat using manual injection and the insulin pump. Nothing further reported.